Manufacturer narrative:
The investigation has been completed. The console (ic10175) was sent back for further investigation. The console was tested on an engineering lab bench. The failure mode was not reproduced while running an optical pump simulator. There was no issue with the console hardware. The root cause of the controller error was due to an aic software issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced an optical signal issue that was discovered prior to impella therapy, which was resolved by changing the console. No patient harm reported.